Event description:
Patient reports that she experiences squeaking and disassociation, as well as pain, but has not yet been revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient reports that she experiences squeaking and disassociation, as well as pain, but has not yet been revised. Doi (B)(6) 2009 - dor not yet revised (right hip). Update (B)(6) 2013 and 05/24/(B)(6) would change the existing MDR decision. The devices associated with this report were not returned and are presumed yet implanted. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. D. Medical records were obtained but do not identify a root cause for the reported disassociation. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.